Manufacturer narrative:
No missing segment/partial display or black display anomaly noted. All buttons functioning properly. No moisture/damage/unlocked lcd keypad connector noted. However, unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alarm due to motor error alarms. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a full black screen. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. Customer stated that the insulin pump screen went black when act button was pressed. Customer stated that the insulin pump was not exposed to extreme temperature nor direct sunlight. Customer also reported that the black screen disappear after stabilizing at room temperature but came back when button was pressed. Customer also reported to have received a failed battery test alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.